Manufacturer narrative:
G4: premarket / 510(k): k133110, p090003. Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a severely tortuous and severely calcified subclavian artery. A 6f x 70 cm sheath was placed, and the lesion was crossed with a 0.035-inch guidewire. Due to the severity of the stenosis, a 6.0 x 40 mm balloon catheter was inflated to pre-dilate the lesion and facilitate stent delivery. An 8.0 x 40 mm x 135 cm express ld iliac/biliary stent was advanced to the lesion; however, despite multiple attempts, it could not be advanced across the stenosis. During withdrawal, the stent dislodged from the balloon within the sheath. The dislodged stent remained entirely within the sheath, which was subsequently removed, and the stent was retrieved intact. A new sheath was inserted, and an amplatz guidewire was placed. A new express ld stent of the same size was successfully advanced and deployed across the lesion. No patient complications were reported as a result of this event.

Manufacturer narrative:
B5: describe event or problem: updated to include new information obtained. G4: premarket / 510(k): k133110, p090003.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a severely tortuous and severely calcified subclavian artery. An unknown 6f x 70 cm sheath was placed, and the lesion was crossed with an unknown 0.035-inch guidewire. Due to the severity of the stenosis, an unknown 6.0 x 40 mm balloon catheter was inflated to pre-dilate the lesion and facilitate stent delivery. An 8.0 x 40 mm x 135 cm express ld iliac/biliary stent was advanced to the lesion; however, despite multiple attempts, it could not be advanced across the stenosis. During withdrawal, the stent dislodged from the balloon within the sheath. The dislodged stent remained entirely within the sheath, which was subsequently removed, and the stent was retrieved intact. A new sheath was inserted, and an amplatz guidewire was placed. A new express ld stent of the same size was successfully advanced and deployed across the lesion. No patient complications were reported as a result of this event. It was further reported that the lesion was located in the iliac artery with 50% residual stenosis post-ballooning. The patient anatomy was noted to be challenging, and patient factors were considered contributory to the reported event. Procedural factors were not considered contributory.